Event description:
It was reported that the patient was experiencing phrenic nerve stimulation. A fluoroscopy revealed that he atrial lead had dislodged. The lead was explanted and replaced. The patient was noted to be in good condition following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.